Event description:
Information received from the field notes that the patient presented to the physician's office after he was unable to get a magnet response from a transtelephonic monitor check. A magnet response was observed using the "magnet mode" with a programmer, but there was no response to magnet applica- tion. The patient's rate was about 70 bpm.